Event description:
A malfunction was reported on the pump, but there were no notable events prior to this issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the customer in resetting the pump. The customer was advised to continue using the pump and was instructed to call back if the malfunction code recurs, which was acknowledged and understood.